Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indications that a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the pvl with subsequent new onset anemia is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Investigation is ongoing.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 9750tfx 26mm sapien 3 ultra (s3u) transcatheter valve, implanted in the aortic position, underwent valve in valve procedure after an implant duration of 2 years and 2 months. Medical record was received. An attempted aortic balloon valvuloplasty was conducted to address the mild to mild-moderate perivalvular aortic regurgitation reported on a transesophageal echocardiogram (tee). The hematologist suspected this regurgitation was causing new-onset anemia. Patient symptomatic with significant exertional fatigue with minimal activity. Symptoms consistent with nyha class ii-iii. The valvuloplasty attempts failed to relieve the perivalvular regurgitation and resulted in moderate to severe central valve regurgitation, necessitating the placement of a second transcatheter aortic valve replacement (tavr) valve. The implantation of the 20mm s3ur valve inside the 20mm s3u valve was successful, resolving both the perivalvular and central valve regurgitation.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected investigation findings, corrected investigation conclusions, and additional information added to h11. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The sapien 3 ultra valve remains implanted and thus was not returned to edwards lifesciences. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The central regurgitation was confirmed based on provided medical records. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, central regurgitation was observed after post-dilation with a 21mm non-edwards balloon, and the post-dilation was performed three times to address paravalvular leak. Post-dilation, especially with a non-ew balloon larger than the valve (20mm thv), can increase the risk of overexpanding the valve, which could prevent the leaflets from opening and closing properly, potentially leading to central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation with non-ew device) may have contributed to the reported central regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.